Event description:
New information received notes that the lead was dislodged. Stimulation was also noted in the pocket due to the dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited loss of capture. The physician attempted to re-position the lead during revision procedure. However, it was observed that loss of capture was observed at higher amplitudes even after different implant attempts. The right ventricular lead was explanted and replaced. The patient was stable post procedure.